Event description:
It was reported that on (B)(6) 2010, the patient was diagnosed with a myocardial infarction (mi). On (B)(6) 2010, a 2.75x28mm, 3.0x28mm and two 3.5x28mm xience v stents were successfully implanted in the proximal, mid, distal and posterior descending right coronary artery (rca) lesion. Late (B)(6) of 2015, the patent expressed experiencing a cold and was hospitalized. On (B)(6) 2015, the patient was admitted to the hospital for chest pain, shortness of breath, elevated creatine kinase (ck) and a new mi was diagnosed. A coronary angiogram was performed with occlusion noted in the rca and left anterior descending (lad) coronary artery lesion. A 3.0x18mm xience xpedition stent was implanted in the proximal lad and the rca was left untreated. On (B)(6) 2015, the patient experienced ventricular fibrillation. The patient was transferred to the intensive care unit and expired. Stent thrombosis was suspected. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75x28mm, 3.0x28mm, 3.5x28mm xience v stents, 3.0x18mm xience xpedition stent. Other: clopidogrel 75mg daily. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death/expired, myocardial infarction, thrombosis and ventricular fibrillation are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x28, 3.0x28, 3.5x28 xience v stents, and the 3.0x18 xience xpedition stent referenced are being filed under a separate medwatch MFR number.